Manufacturer narrative:
The product is not returned to manufacturer for evaluation but product images were submitted which shows ruptured balloon. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with primary osteoporosis and compression fracture underwent balloon kyphoplasty at th11. Intra-op, the surgeon inflated a balloon in the vertebral body of th11 once and he mixed cement for injecting. While waiting for the cement to become appropriate hardness, the surgeon inflated the balloon again and it ruptured. No fragments of the balloon remained inside the patient. Patient was not allergic to contrast media. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and functional examination of the ibt balloon identified a small pinhole puncture near the distal peak of the balloon. The location, nature and timing of the balloon puncture was consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.